Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about the blood glucose meter not sending his blood glucose information to the insulin pump after battery change. Settings checked per customer request. It was confirmed that the meter ID is correctly saved into the insulin pump and the meter is connected. The blood glucose reading at the time was 600mg/dl. Customer stated that he did not want to treat with manual insulin injections or get medical assistance since the insulin pump should take care of it. Customer also reported that he has had to go to the emergency room on several occasions due to low blood glucose as low as 24mg/dl and he stated that he suspects there could be something wrong with the insulin pump. He requested to be contacted by the field representative to receive training. No further information reported.